Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a cartridge change error occurred but customer declined troubleshooting for this issue. Customer also reported that the pump indicated a data log corruption. Reportedly, customer continued to use pump for insulin therapy. Customer¿s blood glucose level was approximately 100 mg/dl.